Event description:
The customer reported that approximately 100 cc of clenz leaked from the hmx autoloader probe. A big puddle was observed on the countertop. The instrument had not been run in about a month. No erroneous patient results were generated in connection with this event. In addition, there was no biohazard exposure to open wounds or mucous membranes.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found two issues the first was blue stripe tubing at pinch valve (pv37) had a hole in it and he replaced all the tubing at pv37. He also found that the probe wipe (rinse block, rb1) metal bracket was loose causing the probe wipe not to cycle to the bottom on the probe which was the cause of the leak. He tightened the bracket and adjusted the probe wipe resolving the issues. (B)(4).